Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff shell was worn at a fold in the middle of the cuff. The cuff had a cut with a leak from a sharp instrument along the lateral edge of the shell toward the tab. The window quick connect passed visual inspection. It can be concluded that the cuff shell tear was the most probable cause of the complaint/event.

Event description:
It was reported that this artificial urinary sphincter (aus) exhibited a mechanical issue. The device was explanted and replaced. There were no patient complications.